Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became cracked and unresponsive after the pump was hit on something. In addition, it was reported that a cartridge alarm (alarm 30) occurred during basal delivery. Customer experienced a low blood glucose level, value was not provided. Customer reverted to manual injections and declined to further troubleshoot with tandem technical support.